Event description:
It was reported that the ilet displayed an insulin occlusion alert followed by repeated alert 38 motor stall alarms that persisted despite multiple restart attempts, preventing a dry-run supply change, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user transitioned to backup therapy. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed a communications-related problem and a device malfunction consistent with failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.